Event description:
The customer reported cartridge chemistry sample cuvette no fluid detected and ten consecutive cuvette level sense system errors during an attempt to calibrate multiple tests involving unicel dxc 600 synchron system. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and had on gloves and a laboratory coat. During troubleshooting, the customer noticed the black cover, over the reagent area, was nearly full of fluid and cleaned up the fluid. The customer also noticed reagent probe b leaked and noted the fittings were seated well on top of the probe. The customer indicated the reagent syringes were replaced prior to the event; beckman coulter customer technical support instructed the customer to properly secure the reagent syringes as they were incorrectly secured. The customer performed system prime for the cartridge chemistry subsystem and noted it was not leaking. The customer performed another system prime and confirmed no new leaks. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control/risk management plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. The customer improperly secured the reagent syringe which contributed to the event. (B)(4).